Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary : according to the information received, it was reported that during shoulder arthroscopy surgery, two of the three dynacord sutures mounted on the healix anchor broke. The product was returned to mitek for evaluation. Mitek then conducted visual inspection of device received. It was received two of the three dynacord sutures. Upon visual inspection, only the white/black suture was frayed on the ends indicating that it was broken. The blue suture was not received for evaluation. A manufacturing record evaluation was performed for the finished device lot number: 7l32373, and no nonconformances were identified. Based on the condition of the device received, this complaint can be confirmed. No information was provided on how or when the failure has occurred; therefore, a definite root cause cannot be determined. Further, a review into the mitek complaints system revealed no other complaints for this lot of 198 devices that were released to distribution. The possible root cause for the reported failure can be attributed to an excessive force applied during the suture threading, as per IFU 116034, apply tension (normal force) on suture lengths, excessive force may overload the anchor or suture. As part of depuy synthes mitek quality process all devices are manufactured, inspected, and released to approved specifications. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Additional narrative: UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep in italy that during an arthroscopy procedure on (B)(6) 2021, it was observed that two of the three dynacord sutures mounted on the anchor broke on the 4.5hlx adv br anc-dyna 3-suture device. There were no adverse patient consequences nor surgical delay reported. No additional information was provided.